Manufacturer narrative:
Nothing has been returned for evaluation, facility discarded the complaint device. No lot # has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. We can only believe that this type of failure mode could only be inflicted by the application of excessive mechanical force. Outside of this hypothesis, we can think of no other root cause for the reported event. We assign this event to technique, a user issue. At this point in time, no corrective or further action is warranted.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal end of a lupine drill guide broke off into the pt's joint space. The fragment was retrieved from the body and the procedure was completed successfully without further incident or harm to the pt.